Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. The clamping mechanism was deformed. The knife-bar assembly was buckled. Staple pushers were flush with the cartridge. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed clamping mechanism, buckled knife-bar assembly, and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tiss ue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the stomach, the stapler was loaded properly. The stapler fired as intended. Upon removal of the stapler it was noticed that the stapler did not fire completely. The surgeon mentioned they fired the stapler completely, but did not verify by looking at the led screen to ensure stapler had been fired completely. They then mentioned that they did not fire all the way before retracting. The staple reload fired as expected across half of the reload. The staple line was incomplete distally. There were no malformed staples. The surgeon loaded three additional reloads from the same lot number and fired with the same stapler to complete the case with no issues. There was no patient injury.